Event description:
It was reported that the pump battery could not be charged. Customer's blood glucose ranged from 126-127 mg/dl. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
Device not returned.